Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that arteriotomy closure in the left common femoral artery was done with two prostyle devices using the pre-close technique via an 8f sheath hole prior to an endograft aneurysm repair interventional procedure. Reportedly, after the suture of the first prostyle device was deployed, the suture got stuck in the device. The suture was cut out of the prostyle and the device was removed. The same suture was remained successfully pre-placed. The suture of a second prostyle device was successfully pre-placed. The sheath was upsized to a 20f sheath and the endograft aneurysm repair procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The entrapment was confirmed with the posterior needle tip wedged in the handle. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulties and the subsequent treatment is related to procedure circumstance. In this case, while wrapping the suture around to use the quick cut, the suture inadvertently slipped into the finger grips on the handle where the handle halves come together. Once the posterior needle tip pressed in it would get stuck. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.